Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks for a supraventricular tachycardia (svt). Therapy during the episode was exhausted. The field representative reviewed the information with boston scientific technical services (ts) and programming options were discussed. There was concern about the amplitude of the shock electrogram (egm) on the strips. It was determined that the gain on the programmer needed to be adjusted, and this resolved the issue. The information was reviewed with the physician and no programming changes were made. There were no adverse effects to the patient. The device system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.